Event description:
It was reported that the product has air leak. There was no patient involvement and no patient harmed reported.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. Oxygen gas is leaking from the supply gas pressure indicator inside the main unit. Replacement of the supply gas pressure indicator assembly is necessary for the device to function properly. Once that was completed the device passed all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.